Event description:
The account stated a pt sample generated a negative testpack plus hcg urine result when read at 5 minutes but after 10 minutes, the result changed to positive. Both the control bar and end of assay window contained color at 5 minutes, indicating the assay was valid. It is unk whether the urine sample was a first morning or random sample. The pt tested positive on quantitative hcg. There was no impact to pt management.